Event description:
It was reported that the system displayed a generator error and locked up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.